Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/19/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.